Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. The left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was in stable condition post surgery.